Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after functional testing, and event history log review that confirmed the error code, the customer problem was duplicated. The cause of the customer reported problem was a faulty mainboard. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard, and the pump passed all functional and accuracy testing.

Event description:
It was reported that the device had error code 46446. There was unknown patient involvement and unknown patient harm/adverse event reported.